Manufacturer narrative:
The device was returned and evaluated. Received (1) flotrac - vamp adult kit. Kit appeared not used. Zero-stopcock was completely broken off at uv bond joint at the flotrac housing. Damage occurred at the flotrac housing male luer.

Event description:
Unk complaint issue. Original return goods authorization number was not referenced by customer at time of return. Evaluation found damage to the flotrac device.